Manufacturer narrative:
Correction e4. The investigation of the reported failure mode has been complete. The product was not returned for investigation. Cardiac arrest: the cause of the injury was not determined due to insufficient clinical details. Positioning issues: the root cause of the positioning issue was unable to be determined due to insufficient clinical details. Pump suction: data log review confirms suction occurring throughout the case. Placement signal is seen trending down, then dropping to zero. This aligns with the clinical report, as the pump was explanted and reinsertion as an attempt to troubleshoot the positioning issues. Reinsertion of the pump did not solve the suction alarms. Suction alarms occurred frequently and only resolved when the p-level dropped below p-4. Placement signal spiked a few times, but continued to trend down to below 50 mmhg while also decreasing in pulsatility as the case progressed. The cause of the suction alarms was most likely related to the patients condition, as clinical reported the patient was decompensating, and data log review supports this with the loss in pressure, seen by the downward trending placement signal and loss in pulsatility over time. Low pump flow: data log review confirms low flow levels throughout the case. In the first hour of the impella's runtime, it was achieving a maximum of 2.0 l/min at p-6, which falls below spec. The flow would occasionally spike up to higher flows, but this would be accompanied with suction conditions. Placement signal was seen trending down before and after reinserting the pump, spiking occasionally, but continuing to decrease to below 50 mmhg while losing pulsatility over time. The case of the low pump flow was most likely related to the patients condition, as clinical reported the patient was decompensating, and data log review supports this with the loss in pressure, seen by the downward trending placement signal and loss in pulsatility over time. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that impella cp was impella inserted and started successfully. Initial position was deep in papillary muscles, pulling negative, low flow, and suction. Decision made to explant the impella and reinsert. Impella lodged deep in papillary muscles. Team proceeded to treat left anterior descending artery with 1st stent placement. The patient continued to decompensate, requiring increase in pressor support despite the impella flowing 2.7. Patient went pulseless electrical activity (pea) and coded when transferring off table. Patient coded, pea, return of spontaneous circulation achieved after 15 minutes. Family made patient dnr. Patient transferred to intensive care unit in critical condition. The patient expired.